Event description:
A bausch & lomb sales representative reported that a female experienced fungal keratitis while using renu multiplus multi-purpose solution. According to the physician, the patient was seen in 2006 for pain and was diagnosed with a superficial corneal ulcer in the left eye that was peripheral and central (within the 4 mm of the cornea). The patient was treated with natamycin. A corneal scraping was performed and the report came back that it was an insufficient sample, no fungal growth developed. A culture of the solution from the bottle and solution in the lens case (combined to one container for cytology) was also taken on the following day, for the clinical diagnosis of multiple corneal infiltrates in the left eye. The preliminary results were positive for fungal forms, suggesting fusarium. A further culture was requested. It was noted that the patient's lens case was dirty. As of the following month, the patient was much improved and the physician predicted she would recover nicely. He did not expect much scaring. The patient had no permanent decrease in visual acuity. As of two weeks later, the culture results from the bottle and lens case were available and both were negative. The physician did not know the cause of the patient's condition. It should be noted that the bottle of renu multiplus multi-purpose solution was expired at the date of event.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was the renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.